Event description:
I am reporting a malfunction involving a freestyle libre 3 plus continuous glucose monitoring (cgm) system manufactured by abbott laboratories. On (B)(6) 2026, between approximately 9:00 pm and 11:30 pm, the cgm repeatedly displayed glucose values in the hypoglycemic range (approximately 50¿60 mg/dl) with a continued downward trend. During the same timeframe, I performed multiple finger stick blood glucose tests which showed significantly higher and rising values: 9:04 pm ¿ 127 mg/dl, 9:33 pm ¿ 106 mg/dl, 10:14 pm ¿ 131 mg/dl, 10:59 pm ¿ 150 mg/dl, 11:22 pm ¿ 166 mg/dl this reflects a sustained discrepancy of approximately 50¿100+ mg/dl over more than two hours. For approximately the first 30¿40 minutes prior to 9:00 pm on the evening of (B)(6) 2026, I experienced symptoms consistent with hypoglycemia; however, symptoms resolved while the cgm continued to display low and decreasing glucose values. The device demonstrated both: significant inaccuracy in glucose readings incorrect directional trend (continued downward readings despite rising glucose) this created a situation in which reliance on the cgm could have resulted in inappropriate treatment decisions, including unnecessary carbohydrate intake or inappropriate insulin adjustments. Prior to use, I verified the sensor using abbott's sensor verification website, which indicated that the sensor was not affected and was appropriate for use. I have photographic documentation confirming this verification result. Despite this, the sensor produced sustained inaccurate readings consistent with known failure patterns involving false low glucose values. I have photographic documentation showing simultaneous cgm readings and finger stick measurements demonstrating the discrepancy. I am submitting this report due to concern about the safety and reliability of the device, particularly given the role of cgm systems in real-time medical decision-making.